Event description:
During an unrelated procedure, the device was interrogated and low pacing impedance and noise resulting in oversensing and automatic mode switch episodes were observed due to the right atrial (ra) lead. The physician suspected ra insulation damage, although it was not confirmed visually or with diagnostic imaging. The event was resolved by capping and replacing the ra lead during the unrelated procedure. The patient was in stable condition. Further information was requested but is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.